Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging hypersensitivity, liver disease/toxicity, and worsening lung disease. Medical intervention was not specified. The device was returned to a third party service center. During evaluation of the device, no evidence of foam particles were found in the device assembly. There was no contamination observed within the device, and no errors were found.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The manufacturer received information alleging hypersensitivity, liver disease/toxicity, and worsening lung disease. Medical intervention was not specified. The device was returned to a third party service center. During evaluation o f the device, no evidence of foam particles were found in the device assembly. There was no contamination observed within the device, and no errors were found. Updated: section h: device problem code grid updated. Remedial action initiated fields updated. Recall number fields updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging hypersensitivity, liver disease/toxicity, and worsening lung disease. Medical intervention was not specified. The device was returned to a third party service center. During evaluation o f the device, no evidence of foam particles were found in the device assembly. There was no contamination observed within the device, and no errors were found. Updated: adverse event information tab: section d: -model number updated. -catalog item identifier updated. -product UDI updated.